Event description:
A friend or family member of the patient reported the patient had experienced a loss or change of therapy. The caller stated the patient had the interstim device and had zero effect and she had it removed. The caller noted the device did no good. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.